Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of controller fault alarms and the system controller being unable to operate the pump was confirmed via the log files and evaluation of the returned heartmate 3 system controller, serial number (B)(6) on (B)(6) 2024 at 20:30:59, the log files captured controller internal fault alarms due to ocp a and ocp b open faults. The onset of the alarms was not captured, and the alarms were active for the remainder of the reported event date. The log file showed the pump parameters were not set and the driveline was disconnected for the entirety of the file. The returned system controller was functionally tested alongside reference test equipment, and the mock loop was unable to start with the system controller in use. Upon connecting to power, a controller fault alarm activated. The system controller was opened and inspected at a component level, and the system controller appeared unremarkable. The system controller¿s fuses on its main printed circuit board (pcb) were measured and found to be electrically damaged, consistent with the data observed in the log file. The system controller¿s fuses, bulkhead assembly, driveline connector, and all associated wires were thoroughly inspected, and a cause for the fuses becoming damaged was not observed. Both fuses were replaced, resolving all issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. The root cause of the reported event was determined to be the system controller¿s fuses becoming damaged following a pump explant; however, further root cause of this issue was unable to be conclusively determined. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot controller fault alarms. The heartmate 3 patient handbook was available for use at the time of the event. Section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment and avoid using equipment that appeared damaged. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controllers were disconnected and kept aside for checking. A system controller fault was detected when connected to power module and heartmate touch. The controller fault persisted despite multiple attempts. Unable to start loop pump. Log files were subnitted for review and did not indicate that either system controllers were connected during the event history. There were no unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.